Manufacturer narrative:
On-site investigation was performed by distributor's field service engineer. The claimed issue was reproduced during troubleshooting and it was specified that the internal leakage test failed during pre-use check. According to received information in service report, the replacement of the air gas module and preventive maintenance kit including nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Based on information provided by technician, the spring of the nozzle unit was broken and preventive maintenance has never been performed on the ventilator. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. If the feather spring is broken, gas will leak into the patient circuit causing failures in the pre-use check and during ventilation a high-pressure alarm will be generated if user set limit is exceeded. The air/o2 gas module regulates the inspiratory gas flow and a faulty air/o2 gas module may affect the delivered volume or gas mixture (o2/air). The device's logs and the claimed parts were not provided for further analysis. Our conclusion is that the replaced parts were the cause of the failure. Moreover, the nozzle unit has a predetermined lifetime and is replaced at preventive maintenance that must be performed at least once a year, or every 5000 hours of operation of operation, whichever comes first. A correction of field d4 catalog # was required. D4 - catalog # - previous catalog #: 6640440, corrected catalog #: blank.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).